Event description:
It was reported that for the last month the wake button was intermittently delayed in responding to presses and had to be held down for 10-20 seconds for display to activate. It was also reported that the customer's blood glucose (bg) level was affected by this issue because it impeded the customer's ability to interact with the pump. Customer's highest bg since the issue started was 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.